Event description:
Baxter (B)(4) observed white floating particles in the device after it was filled with flucloxacillin. The device did not reach the end user. There was no exposure to the drug and not adverse event or medical intervention is associated with this issue. No other information is available at this time. This is complaint 2 of 2.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.